Manufacturer narrative:
(B)(4): the customer reported that the device failed testing. A local 3rd party repair service provided new info and the symptom was further explanted to be a failure to defibrillate. The customer refused the repair estimate, and the device was removed from service.

Event description:
The customer reported that the device failed testing.